Event description:
It was reported that the pt experienced a change in therapy effect. The pt experienced fever, altered mental status, seizures, and spasticity that was increased and decreased. Additional info noted that the pt experienced a seizure that lasted three hours and increased looseness was also noted. The last refill was 2008 and the next refill was not due until seven month later. The pt was admitted to the hospital. There were no alarms. Event logs were obtained and were normal. The programming was verified to be correct. Further troubleshooting was being considered. The doctor did not think the issue was the pump, but was trying to rule out the pump. No pt treatment or outcome was reported. The pump contained baclofen. Additional info has been requested, but was not available as of the date of this report.